Manufacturer narrative:
Concomitant medical products: product ID: 4000m, lot#: 21780551, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [5 mg/ml] at a dose of 0.6 ml/day via an implantable port system with an intrathecal catheter. It was reported on (B)(6) 2018 that during the procedure for permanent implant of a pump it was detected that it was not possible to disconnect the catheter from the implantable port system. There were no environmental/external/patient factors that may have led or contributed to the issue. The implantable port and catheter were cut and a pump segment revision kit with a sutureless pump connector was reconnected to the existing catheter and to the new pump. The explanted portion of the catheter and implantable port would be returned for analysis. There were no reported patient symptoms. At the time of the event the issue was resolved and the patient status was "alive - no injury." No further complications were reported or anticipated. The patient age, weight, and medical history were asked but would not be made available. Other medications the patient was taking at the time of the event also could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
Analysis identified difficulty with the sutureless connecter that led to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via clinical study. It was reported that the event was not related to the implant procedure, and the event was possibly related to the device or therapy: specifically, the lumbar/pump portion of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2018 indicated that the etiology was updated from "possibly related" to the device or therapy to "related" to the device or therapy.